Event description:
The field service engineer reported on behalf of the customer that the evis lucera elite colono-videoscope (loaner) had no image due to scope error code, e315. The reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The device was returned to olympus and the device evaluation confirmed the customer¿s reported issue. No image with scope error code, e315, occurred and was found due to water invasion inside the scope connector. Additionally, the inspection noted the following: the scope passed the leakage test, the image returned back to normal after drying the scope. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.